Manufacturer narrative:
On (B)(6) 2022, the complainant documented the following in relation to a query from the assigned leica field application specialist in relation to the specific serial number of the peloris ll tissue processor with which the employee was interacting when the hand injury occurred: "we have ten machines so we are not sure which machine the ee [sic] injured their hand." The details for the ten (10) peloris ii tissue processors (model number 26.0008) are as follows: serial number - (B)(4), date of manufacture - 12/03/2015. Serial number - (B)(4), date of manufacture - 12/09/2015. Serial number - (B)(4), date of manufacture - 12/10/2015. Serial number - (B)(4), date of manufacture - 01/08/2016. Serial number - (B)(4), date of manufacture - 01/18/2016. Serial number - (B)(4), date of manufacture - 03/09/2016. Serial number - (B)(4), date of manufacture - 03/10/2016. Serial number - (B)(4), date of manufacture - 03/11/2016. Serial number - (B)(4), date of manufacture - 03/15/2016. Serial number - (B)(4), date of manufacture - 03/16/2016. The investigation details received from the customer to date and the manufacturer investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
On (B)(6) 2022, leica biosystems received a complaint that a user had sustained a hand injury, during interaction with a reagent bottle from one of the 10 peloris ll tissue processors located in the laboratory. On (B)(6) 2022, leica biosystems melbourne received information provided by the complainant in relation to the user impact/outcome. The complainant advised that the affected employee had been sent to the employee health service and was placed on modified work activity to rest the hand; but as the modified work activity could not be accommodated, the employee was placed on leave of absence.